Manufacturer narrative:
B2: date of death: updated from (B)(6) 2023 to (B)(6) 2023. H6: evaluation method codes: added 'analysis of production records'. H6: evaluation conclusion codes: updated from 'no problem detected' to 'known inherent risk of device'. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal with 80% stenosis and was 38 mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm extending up to 2.75 mm x 16 mm promus premier stents system. Following post-dilatation, the residual stenosis was noted to be 10%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal with 80% stenosis and was 38 mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm extending up to 2.75 mm x 16 mm promus premier stents system. Following post-dilatation, the residual stenosis was noted to be 10%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).